Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 694965 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that there were high thresholds in the left ventricular lead. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.